Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that in 2010, the patient presented with pain in her lower back and left leg. On (B)(6) 2010, the patient underwent surgery, consisting of a lumbar disectomy and fusion from l2-l3, l3-l4, and l4-l5 using rhbmp-2/acs the patient was suffering from moderate pain at this time, though she had not lost any flexibility.